Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip partially opened during clip deployment. This was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with 4+. The mitraclip delivery system (cds) was advanced to the mitral valve. Grasping was performed successfully and mr was reduced to 1. The clip was implanted; however, after the lock line was removed it was noted that the clip slightly reopened (less than 20 degrees) and was no longer completely closed. A second clip was implanted due to the first clip slightly reopening. Mr remains at a grade of 1. There were no adverse patient effects and there no clinically significant delay during the procedure. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. Based on the information reviewed, a definitive cause for the reported mechanical issue (clip open while locked) could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.